Manufacturer narrative:
(B) (4). (Pseudoarthrosis). Visual inspection confirms ratchet spring retention pocket feature broken and ratchet spring missing. Microscopic inspection of fracture surface reveals a fairly brittle fracture, with no indication of fatigue. Fracture surface river lines suggest tensile overload as the mechanism of failure, as well as the possible the direction of fracture. Deep, ratchet spring indentions noted in ratchet spring pocket. Fracture surface analysis and witness marks on interfacing end component suggest tensile overload as the mechanism of failure. Roughly symmetrical abrasions noted on slide interfacing surfaces, as well as anterior faces of components which mates with end component. Abrasions on slide interfacing surfaces, as well as anterior faces of components which mates with end component. Witness marks and deformation noted on intermediate extension feature. Pre-revision x-ray of anterior cervical plate appears to show spring on wall in inappropriate location suggesting translational area of the plate is broken. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that a patient underwent a procedure implanted anterior fixation plate and screws at c4-c5. The patient reached pseudoarthrosis and the implant was removed approximately two years after the implantation. Upon removal, it was determined that the locking mechanism of the plate was not functioning properly. The implant was removed without any complications.